Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. Motor error alarm occurred during the basic occlusion test due to the protruded/loose drive support disk. A scratched display and cracked reservoir tube lip were also noted.

Event description:
It was reported that the customer had an a33 alarm on his insulin pump during the priming process. His blood glucose was 98mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.